Manufacturer narrative:
One used device was received and evaluated. Visual inspection found a 2.5 inch cut at the bottom seam in the lower left corner of the solution container. The most probable cause of the cut was due to a thicker and weaker seal. The cause of the thicker seal was due to a blemish on the buffer plate during manufacturing that would cause the perimeter seal underneath the hanger slot to become thicker. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date at the compounding facility, the empty flexible solution container with unspecified volumes of normal saline and privogen for a total volume of 450ml. The customer contact reported that the solution container was wrapped, placed in a shipping container with ice and hipped to the patient's home. It was reported that the container was refrigerated. After an unspecified length of time, it was reported that when the patient's nurse removed the solution container, the nurse noted an unspecified volume of solution leaked from an unspecified seam of the solution container. No specific details were provided. The solution container was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delays in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.